Event description:
It was reported that the patient had an inappropriate shock due to supra-ventricular tachycardia. Also, the smart pass feature had programmed itself off due to low intrinsic amplitudes. There was some undersensing due to the low intrinsics. Technical services discussed the event with the caller. There were no additional adverse patient effects. The system remains implanted.